Manufacturer narrative:
(B) (4). (B) (4). Broken shaft. Eval summary: the analysis results confirmed that the instrument was returned non-functional. The instrument was examined and was found to have the shaft broken. No testing could be performed due to the returned condition. While no conclusion could be reached as to how this damage had occurred we have documented the reported circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a laparoscopic whipple procedure, the device would not hold onto the tissue. They switched to a new device to complete the procedure. There was no adverse consequence to the pt.